Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported button error alarm on her daughter's insulin pump. Daughter's blood glucose was 327 mg/dl at the time. Customer also reported previous trouble with buttons. Customer was advised to revert to her back-up plan while her insulin pump is being replaced. No additional info is provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and bleeding lcd glass.